Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012315125 was returned and analyzed. Visual inspection was performed and the catheter appeared intact. Fragment of a medical device (unknown) was observed on the distal arm of the array/guidewire lumen transition to the distal tip. The shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Resistance was observed while operation of the sliding function. Full advancement could not be performed, the slider knob was only able to move halfway. Data from the catheter identification chip confirmed usage. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was performed without any interruption. Hipot verification for the integrity of electrode wires and testing for electrical continuity did not reveal any anomalies. Dissection of the handle was performed and the guidewire lumen was extracted from the shaft. A bond failure was observed at the hypotube to guidewire lumen joint. This malfunction was likely to cause sliding issues for the user. In conclusion, the catheter failed the returned product inspection due to an unknown fragment on the distal arm of the array/guidewire lumen transition and a bond failure at the hypotube to guidewire lumen joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider button would not advance forward as expected preventing the catheter from returning to a linear shape. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.